Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were charging the ins too frequently. The patient reported that the ins hasn¿t held a charge more than a few days. The patient reported that the previous ins lasted 5-6 weeks. The patient reported that they must charge 4-5 hour and that¿s if they can get good coupling. The patient reported they left their recharger in (B)(6) when they evacuated for the hurricane and now the ins is getting low. The patient inquired about getting another ins recharger. The manufacturer representative stated that the patient will be reached and a recharger will be sent to the patient. No patient complications have been reported because of this event.